Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. There was no patient involvement, as the issue occurred during setup of the pump and had not yet been used on the customer at the time of the reported event. During troubleshooting with tandem technical support, the malfunction alarm was cleared.